Event description:
It was reported that a 57-year old female patient underwent primary breast augmentation with two 475cc mentor memorygel breast implants and suffered bilateral breast capsular contractures (baker grade IV), post-operatively. As a result, the patient underwent bilateral breast implant removal and replacement on (B)(6) 2022. The replacement devices were: (right) 500cc mentor memorygel breast implant catalog: 3505004bc lot: 9691435 sn: (B)(4) and (left) 500cc mentor memorygel breast implant catalog: 3505004bc lot: 9746176 sn: (B)(4). This medwatch form is for the left breast prosthesis. This report contains supplemental information for mentor psr reference number (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 20, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 475cc breast implant was found to be ruptured and received in two (2) parts. In addition, a crease/fold was observed on the anterior view. A microscopic examination was performed and the cause of the rupture could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
On september 21, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On september 22, 2022, mentor received additional information indicating that the patient was also diagnosed with bilateral breast deformity, ptosis and malposition. The correct replacement devices were: (left) 500cc mentor memorygel breast implant catalog: 3505004bc lot: 9691435 sn: (B)(6) and (right) 500cc mentor memorygel breast implant catalog: 3505004bc lot: 9746176 sn: (B)(6).